Manufacturer narrative:
E1: initial reporter facility name:(B)(6) university

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the internal carotid artery. An 8.0-36 carotid wallstent self-expanding stent was selected for use. However, after unpacking, it was found that the surface of the stent was not smooth. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the internal carotid artery. An 8.0-36 carotid wallstent self-expanding stent was selected for use. However, after unpacking, it was found that the surface of the stent was not smooth. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received for analysis. A visual examination found the stent of the device to be fully constrained in the correct position on the device. No damage or issues were found with the stent. A visual and tactile examination found no kinks or damage to the delivery system of the device. A visual examination identified no issues with the tip of the device.